Manufacturer narrative:
Correction/removal report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bottom of the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph could not verify the reported condition as the sample image was not taken in a manner that would allow for proper analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance was identified related to the equipment. The equipment was realigned to correct the issue and all impacted units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.